Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the error 25730 indicating communication error on the axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient site cart fixture test platform (pftp) where the fiber test failed on rolling loop fiber, replicating the reported event. The complaint was confirmed based on the failure analysis. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
It was reported that while reviewing system logs, technical support engineer (tse) found multiple occurrences of 25730 recoverable faults on universal surgical manipulators (usm) 2. The customer reported event has no report of patient injury.